Event description:
A medwatch report was not filed for this event. The reported complaint "upon scheduled removal of iskd limb lengthener noted that failed to lengthen by 4mm" did not meet the definition a reportable event per to orthofix MDR complaint handling sop and the MDR regulations.

Event description:
Upon scheduled removal of iskd limb lengthener noted that failed to lengthen by 4mm.